Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: patient was implanted with plates and screws on (B)(6) 2012. It was reported four (4) dynamic locking screws were broken. Patient's fracture was not healed. Patient was returned to the or on (B)(6) 2012 for removal of hardware. The implant removal was successful. This is 4 of 5 reports for the same event.

Event description:
This report is #4 of 5 for complaint (B)(4).

Manufacturer narrative:
All four pins of the dynamic locking screws broke at the level of the screw head and remained in the plate in locked condition. The fracture surface is at the same place in all four screws. Minor to severe mechanical damages were documented in the scope of the macroscopic examination. These presumably came about by the fracture surfaces rubbing against each other after the screws had been fractured. The examination of the fracture surfaces reveals lines of rest in two of the screw heads that are only discernible with difficulty. These are typical for the cyclic progression of a fatigue fracture. In the examination under the scanning electron microscope, sem, organic residues, presumably blood and tissue, were detected on all fracture surfaces. Three screw heads exhibit fatigue lines and secondary cracks on the entire fracture surface. In the fourth screw head, the entire fracture surface exhibits a honeycomb structure which is typical for a ductile forced fracture. A micro-metallographic inspection of the raw materials used revealed no material defects. The microstructure and the hardness measured conform to the specifications. No irregularities, inclusions of non-metallic materials, etc., or signs of embrittlement were found. The implant complained of can be clearly allocated to its raw material with the aid of the article number and the lot number. The raw material incoming goods inspection to which every raw material lot is subjected ensures that all implants are manufactured from materials which meet the requirements of the international standards and the ao specifications. We were unable to identify any material defects based on our inspections/testing. Three out of the four dynamic locking screws submitted were fatigued as a result of cyclic overloading. The discernible fine fatigue lines and secondary cracks on the entire fracture surface are a clear sign of a fatigue crack under cyclic overload. The last dynamic locking screw exhibits a honeycomb structure which is typical for a ductile forced fracture. It failed due to overloading after the first three screws had failed. The failure of the dynamic locking screws is attributable to sustained overload or unfavorable healing of the bone.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.